Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that the rusted scope socket is the cause of the phenomenon that the electrical communication is not working properly and the images are not displayed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during preparation for a diagnostic gastroscope procedure, the subject device did not recognize the 290 series scopes. The intended procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source image was missing. The issue occurred during preparation for a diagnostic gastroscope procedure. There were no reports of patient harm.